Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999; z77000131 valve, (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had occasional undersensed r waves on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.